Event description:
The catheter leaked a chemotherapy drug at the catheter/adapter junction.

Manufacturer narrative:
Results - received one used sample on 05/15/2009. Our quality engineer visually and microscopically inspected the returned unit and confirmed that the presence of a v-shaped puncture in the catheter tubing near the plastic adapter for each of the used units. The device history was reviewed and no irregularities were noted during the lot's MFR. Conclusions - the engineer concluded that the defect associated with this incident report was caused by the cannula spearing the catheter wall. However, it is uncertain whether this defect was caused during breaking of the tip adhesion of the device prior to insertion or by the mfg process. (B) (4). (B) (4).